Event description:
It was reported that during an atrial fibrillation pulmonary vein isolation procedure, a faradrive sheath was selected for use. The physician tried to push the faradrive to the left atrium and it was suggested that the physician apply suction through the side hole to maintain negative pressure for removal of the dilator. A lot of air bubbles were seen, and the same technique was tried in the vein. No air was seen to enter the patient. The physician noted fluid leakage from the sheath due to the use saline to flush the sheath on the preparation table. The faradrive was replaced and the procedure successfully with another faradrive sheath. No patient complications occurred.